Manufacturer narrative:
Sc-2316-50 (sn (B)(4)) device evaluation indicated that eleven cables were fractured at the bent/kinked sections of the lead body at the clik anchor site, 1 cm from the set screw mark. In addition, there were no exposed cables. Sc-2218-50 (sn (B)(4)) device evaluation indicated that two cables (e2, e8) were fractured at the bent/kinked sections of the lead body at the clik anchor site, 1 cm from the set screw mark. There were no exposed cables. Sc-3400-30 (sn (B)(4)) device evaluation indicated that the lead passed all tests performed. Visual/x-ray inspections and impedance test were performed to ensure the device integrity. No anomalies were found.

Event description:
A report was received that the patient had experienced difficulty charging the ipg after having a fall. The ipg was tilted and contacts were out. High impedances were noted. The patient underwent a revision procedure where the leads and splitter were explanted and the same ipg was re-implanted. The patient was doing well postoperatively. The physician suspected device malfunction as the clik anchor smashed the lead.

Event description:
A report was received that the patient had experienced difficulty charging the ipg after having a fall. The ipg was tilted and contacts were out. High impedances were noted. The patient underwent a revision procedure where the leads and splitter were explanted and the same ipg was re-implanted. The patient was doing well postoperatively. The physician suspected device malfunction as the clik anchor smashed the lead.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm), model#: sc-1132, serial #:(B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.